Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The inner insulation was kinked buckled. The helix/lobe was distorted and the lead was stretched.

Event description:
It was reported that during the implant procedure, it was difficulty to position the lead. In addition, upon removing the lead, the physician was unable to retract the screw. The device was not implanted. No patient complications have been reported as a result of this event.